Event description:
A customer reported via email scan errors with the adc device and was therefore unable to obtain sensor readings. The customer reported that due to this, they experienced hypoglycemia with symptom of becoming incoherent and required treatment of glucose-water by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email scan errors with the adc device and was therefore unable to obtain sensor readings. The customer reported that due to this, they experienced hypoglycemia with symptom of becoming incoherent and required treatment of glucose-water by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured which was found to be below the specification range. Therefore, it was determined that this complaint is confirmed to brown out reset condition associated with a dead/low battery. All pertinent information available to abbott diabetes care has been submitted.